Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the control stop mode of the sorin s5 system did not work properly and resulted in a pump stop during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the unit and was unable to reproduce the reported issue or identify any irregularities. A test run was performed and no issues were reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the control stop mode of the sorin s5 system did not work properly and resulted in a pump stop during priming. There was no patient involvement.